Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a premature ventricular contraction (pvc) that fell into blanking due to an atrial pace. Subsequently this ICD delivered a ventricular pace which was suspected to induce a tachycardia that was successfully terminated by anti-tachycardia pacing (atp). Technical services (ts) recommended programming changes. No additional adverse patient effects were reported. This ICD remains in service.